Event description:
At end of ptca, wire (bwm 190cm; guidant corp. Lot #2012351) would not move backwards. Dr attending, worked to free the wire from the pt. Upon removal the tip was found to be "sprung". Close examination revealed a very small portion of the tip remained in the pt.